Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an alert noted for an increased high voltage lead impedance (hvli) measurement. The sensing and threshold measurements were normal and in range. No action has been taken at this time and the patient was stable and will continue to be monitored.